Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had not used the insulin pump in years, and would not hold a charge. It was also reported that the device had condensation built up on the screen. The customer states going to the emergency room, but mentions that it was no pump related.